Event description:
It was reported the bipolar impedance was 215 ohms, and the threshold increased from 1v to 1.5v. The lead status is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.